Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va0tajl, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stated their wire was messed up a couple months after implant and the implant is inactive. No patient symptoms were reported. No further complications were reported.